Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
The customer experienced excessive bleeding after inserting the abbott diabetes care (adc) sensor and reported having to remove the device. Due to bleeding and being unable to obtain readings, the customer experienced symptoms of being "barely aware". The customer was seen by a healthcare provider where treatment of glucose was administered for a diagnosis of hypogylcemia. There was no report of death or permanent impairment associated with this event.